Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported on tuesday (B)(6) 2024, during a critical stage of a bariatric gastric bypass when suddenly lost gas pressure and the error code 328 came up on the screen, the error code 228 also came up. Followed the instructions to turn the unit off and then back on again which worked for about 10 minutes until the same incident reoccurred.the tubing was changed and the surgery was completed without incident. No negative impact in state of health reported.

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation on january 10,2025. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Product a: 031622-10 - insufflation tubing set with gas filter. Product b: ui500 - endoflator 50. Product a: insufflation tubing set. As described in the investigation, no failure was found. The tubing set was inspected and confirmed to be fully functional and operating as intended. Product b: endoflator 50. The error codes provided by the customer are not recognized within the device's defined failure coding system. Based on the reported symptoms and findings, the most probable root cause is a temporary blockage in the tubing or instrument path,such as a closed stopcock or flow restriction. This assumption is supported by the fact that no defects were found in the tubing set itself. The reported issue is most likely due to a temporary use-related condition, such as a blockage in the gas path, rather than a device or component failure. No evidence of a manufacturing defect or labelling deficiency was found. No manufacturing defects were identified during the investigation. The event is filed under internal karl storz complaint ID: (B)(4).